Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed as this device has been explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) remains in service and that it was not explanted as previously reported. Disk analysis was performed and confirmed that therapy remains available, however previous analysis determined that the battery was depleting more quickly than expected. Device replacement is still recommended, however this device remains in service.